Event description:
It was reported that the device stopped working while infusing epinephrine at 100mcg/kg/min, vasopressin, dilaudid and dextrose. The pump was not bumped or manipulated in any way, the pumps were plugged in and fully charged. The error code listed was "system error: operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings unrestorable. Record before pressing system on (red arrow) to power down. Code 255-12-275". The nurse stated that the medications did not continue to infuse as programmed.

Manufacturer narrative:
Investigation conclusion: the report of a system error was confirmed in the pcu logs. The pcu device logs show that there were four devices in use and were all infusing when a malfunction occurred at 4:35 pm on 11aug2020. The pcu error log shows a malfunction occurred (error code 800.8000.0 ¿ pcu15 general os failure) at 4:35 pm on 11aug2020. The logs were sent to software engineering where the cause of the error was not identified. Functional testing performed was not able to replicate the system error. The device was being used for treatment. Device inspection: pcu s/n (B)(6) was received with the instrument seal intact. No anomalies were observed with the returned pcu. No anomalies were noted that could have contributed to the reported issue. Root cause analysis: the root cause of the reported system error was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 19feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 27oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device stopped working while infusing epinephrine at 100mcg/kg/min, vasopressin, dilaudid and dextrose. The pump was not bumped or manipulated in any way, the pumps were plugged in and fully charged. The error code listed was "system error: operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings unrestorable. Record before pressing system on (red arrow) to power down. Code 255-12-275". The nurse stated that the medications did not continue to infuse as programmed.